Event description:
Treatment of an unruptured aneurysm located in the right ica (internal carotid artery). The patient was on dual antiplatelet therapy pre and post procedure. On (B)(6) 2014, the patient underwent pipeline embolization treatment. During the procedure, it was reported the pipeline (5mm x 25mm) became twisted and could not be opened with advanced deployment techniques. A decision was made to remove the pipeline by trapping the pipeline braid between the capture coil and the catheter. There were no issues with the patient post procedure. On the same day, the patient was brought back to the lab and a clot was found within the pipeline and proximal to it (proximal ica to the cavernous segment). A dissection was also observed. Four neuro stents were placed proximal to the pipeline in order to cover a visible dissection. The patient was also treated again late the same day for a peritoneal bleed at the groin puncture site. The physician was unsure what caused the clot, dissection, and peritoneal bleed. On (B)(6) 2014, the patient was reported to be doing well neurologically.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was kept for an internal audit process. (B)(4).

Manufacturer narrative:
(B)(4)